Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reason on unknown date. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.